Event description:
It was reported the patient experienced intermittent stimulation from their device. It was stated there are times when the stimulation 'turns on and off real quickly,' and the patient did not know what was causing it. It was stated there are other times when 'her pain increases and she has to raise her stimulation to better cover the pain.' The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Explanted (B)(6) 2006: product ID 3998, lot# v004146, product typ lead, product ID 37742, serial# (B)(4), implanted: 2006 (B)(6), product typ programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product typ extension, product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product typ extension. (B)(4).